Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) to breath delivery unit (bdu) cable, and resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator lost communication between the graphic user interface (gui) and the breath delivery unit (bdu). There was no patient involvement.